Manufacturer narrative:
The data files have been received from the customer for investigation. The cause of the discrepant total hemoglobin results is unknown.

Event description:
The customer reported discrepant total hemoglobin results on one patient when run on two rp 500 instruments. The customer stated that the patient died from covid-19 after ECMO treatment. The customer confirmed they are not alleging the rp 500 caused or contributed to the death of the patient and that the patient was not incorrectly treated based on the rp 500 results.

Manufacturer narrative:
Siemens has completed the investigation: based on the data presented in this investigation, the co-oximetry optical subsystem responsible for the measurement of thb appeared stable and functioning as expected. This was determined based on the co-ox quality checks, performance with aqc (thb), lack of any co-ox related calibration drifts or diagnostic errors during the time period of the escalated event. The co-ox unit and the spectrophotometers were working as expected. The reported thb is based on measuring the blood cells as delivered to the co-ox slide cell. For an accurate measurement of thb, thorough mixing and rotating of the red blood cells immediately before analysis is required. A definite root-cause for the observed discrepancy in thb results between sn (B)(6) and sn (B)(6) could not be identified.